Event description:
In 2001 received info that during a shoulder procedure, the arthroscopy system began to "run continuously", the tubing was changed and the problem persisted. The pump was then changed with no difference. At this point the pt's extremity was "extravasated" with abdundant amount of fluid. The surgeon discontinued the pump and opened the shoulder to complete the repair. The biomedical engineer stated the pumps had recently been checked and it was felt that the tubing was the problem. Neither the tubing nor the pump were returned. Two tubing selts were used during same procedure.